Event description:
It was reported that during a coil embolization procedure, the delivery wire radiopaque marker was not visible through fluoroscopy. The subject device was replaced with a similar device. There was no clinical consequence to the patient.

Manufacturer narrative:
(B)(4). A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Microscopic examination of the platinum marker confirmed the marker was present and the correct length. An x-ray image was taken of the device and confirmed the platinum marker was radiopaque. The main junction was inspected and stretching of the coil was observed. It was evident that the tetrafluoroethylene tubing (tfe) was twisted which would indicate that the unit was rotated at some stage while being advanced/retracted during procedure. Additional information confirmed that no damage was observed on the unit prior to use. Therefore, stretching/damage on coil most likely occurred when it was retracted from the microcatheter. Investigation findings confirmed the presence of the radiopaque marker on the pusherwire. Based on the information available it is probable that due to procedural or anatomical factors, the performance of the device was limited. Therefore, a root cause of operational context has been assigned to this investigation. Boston scientific has reviewed all information and determined this event no longer meets the equivalent of a reportable event.

Event description:
It was reported that during a coil embolization procedure, the delivery wire radiopaque marker was not visible through fluoroscopy. The subject device was replaced with a similar device. There was no clinical consequence to the patient.